Event description:
Olympus was informed that during an unspecified colonoscopy procedure, the users experienced a complete loss of image and the intended procedure could not be completed as a result. There was no patient harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report with no success. The device referenced in this report was returned to olympus for evaluation. The evaluation noted severe fluid invasion inside of the scope connector, in the bending section, and in the control body unit. There was no image observed. The reported phenomenon was attributed to mishandling. This report is being submitted as a medical device report in an abundance of caution.